Event description:
The customer reported via phone call that the insulin pump alarmed no delivery four times in a row while the customer was priming the insulin pump. Customer's blood glucose level was above 300 mg/dl. The customer was unable to troubleshoot at the time of call. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.